Event description:
It has been reported to philips that live image was occasionally dropped out. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the live image was occasionally dropped out. Review of the system log file showed that the malfunctioning system interface board (sib). The rse found issue with the digital visual interface (dvi) utp connectors. The customer replaced the single link dvi transmitter and receiver. After replacement of single link dvi transmitter and receiver, the system was returned to use in good working order. The codes were updated based on the investigation outcome.